Manufacturer narrative:
An event regarding a thread fracture of the chuck adaptor subcomponent of the restoration modular stem body separator was reported. The event was confirmed. Method & results: device evaluation and results: the chuck adaptor subcomponent of the instrument was returned fractured; the device fractured at the base of the attachment threads. Material analysis indicated the fracture occurred from an overload condition. Material analysis found no evidence of material or manufacturing defects. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been no other events for the manufacturing lot. Conclusions: the returned device fractured from overload conditions. Material analysis found no evidence of material or manufacturing defects.

Event description:
It was reported that while surgeon was performing the second stage revision on left hip (1st stage revision due to infection) surgeon removed antibiotic spacers and was implanting a restoration modular stem and surgeon used a +20 cone body but went to remove in order to use a 17 cone body and upon extraction of the +20 the surgeon heard a "pop" surgeon pulled back on the separator and realized the instrument broke - the threads on the separator broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while surgeon was performing the second stage revision on left hip (1st stage revision due to infection) surgeon removed antibiotic spacers and was implanting a restoration modular stem and surgeon used a +20 cone body but went to remove in order to use a 17 cone body and upon extraction of the +20 the surgeon heard a "pop" surgeon pulled back on the separator and realized the instrument broke - the threads on the separator broke.